Event description:
It was reported that the wire appeared frayed, and the coating had come loose from the wire. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system was selected for use. After the .035 j-wire was advanced through the micropuncture kit (mpk) sheath, the physician noted that the j-wire appeared frayed or looked like the blue coating had come loose from the wire. The mpk sheath was removed, and an arterial sheath was inserted. Resistance was encountered when attempting to withdraw the j-wire from the arterial sheath, but it was eventually removed along with the dilator. No patient complications were reported.

Event description:
It was reported that the wire appeared frayed, and the coating had come loose from the wire. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system was selected for use. After the .035 j-wire was advanced through the micropuncture kit (mpk) sheath, the physician noted that the j-wire appeared frayed or looked like the blue coating had come loose from the wire. The mpk sheath was removed, and an arterial sheath was inserted. Resistance was encountered when attempting to withdraw the j-wire from the arterial sheath, but it was eventually removed along with the dilator. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the enroute nps guidewire was the only item returned for analysis. Visual inspection revealed no abnormalities. Functional testing was performed using a demo sheath, and no issues were observed. Examination of the remaining components showed no additional damage or irregularities.